Manufacturer narrative:
Device passed the displacement, a-21 error test and self test. No a21 alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that their insulin pump had unexpected restart alarm. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that the alarm occurred shortly after inserting a new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.